Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, nursing staff reported leakage when PICC being flushed. PICC removed and not replaced. Inserted (B)(6) 2024. The break was internal (external length was 3cm and the break was at 7cm). No other information was provided.

Event description:
Additional information: it was reported the patient had a confirmed dvt to the basilic vein (which contained the line) and was commenced on treatment of anticoagulants therefore harm was sustained with prolonged post admission treatment. However, it is unsure if the dvt was sustained pre or post break as the dvt was only diagnosed after the line was removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed at the 7 cm depth marker. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: tensile weakness at the fracture site (due to material ballooning prior to burst) granular fracture surface texture (typical of tearing failure modes) an occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. This complaint will be recorded for future trending and monitoring purposes.